Event description:
The customer reported that the 9800 sys keeps fluoring even after the tech has stopped fluoring during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep arrived on site and verified that the interconnect cable was not seated properly. The interconnect cable was reseated during the svc call. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.